Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the non-boston scientific right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were intermittently high out of range. The device and lead remain in service. No adverse patient effects were reported.